Manufacturer narrative:
(B)(4): carefusion has sent an email and left a voice mail to the user facility seeking additional information concerning the evaluation and repair of the device. As of the date of this report, there has been no response from the user facility. In addition, the user facility has not ordered an alarm board from carefusion nor requested a field service call. Once the user facility provides us with additional information, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and unit is not giving an audible alarm for any alarm condition, no patient involvement. Gave p/n and price for alarm board and advised q7 capacitor may have burned out."